Manufacturer narrative:
During preventative maintenance (pm), the autopulse platform (sn (B)(6)) failed functional testing and displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) upon powering up. The load cell characterization test procedure failed, revealing that both load cells were malfunctioning. The root cause of the ua07 was the failed load cells, likely attributed to the age of the platform, failed component(s), or mishandling, such as a drop. The autopulse platform was manufactured in april 2011 and is over 12 years old, well beyond its expected service life of 5 years. Both the malfunctioning load cells were replaced to remedy the ua07 advisory message. Visual inspection revealed that the top cover was cracked in the screw well area, unrelated to the noted device failure, and likely attributed to wear and tear. The top cover was replaced to address this issue. Following service, a brake gap inspection was performed and verified the brake gap was within the specification. Another load cell characterization test was performed and confirmed that both cell modules were functioning within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with serial number (B)(6).

Event description:
During preventative maintenance (pm), the autopulse platform (sn (B)(6)) failed functional testing and displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) upon powering up. No patient involvement.